Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced soreness at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2014 to relocate the ipg pocket which resolved the issue. It was reported the patient received effective stimulation post-operatively and she was 'very happy.'